Event description:
Pt began having symptoms of headache, nausea, and serous bloody drainage from the pocket site. Pt had CT scans performed on two separate occasions, both of which were normal. The pt was taken to the ER a few days later for continuing symptoms. A spinal tap was performed, which was cloudy, but pt's white blood cell count was normal. Pt was placed on IV antibiotics and air lifted to the closest medical center where he was placed in ICU. Device was explanted, but not returned to the MFR. Pt had staph cultured from the pocket site, but no results were available on csf cultures. Pt remained in the hospital on IV antibiotics for some time, and was being managed by the infectious disease staff.